Manufacturer narrative:
The customer¿s report that the device was programmed to infuse a vtbi of 55 ml but the facility iaware interoperability showed 100 ml delivered could not be confirmed. The iaware interoperability report was not provided for the investigation. The reported incident date of (B)(6) 2017 could not be confirmed. The associated pcu event log had no recording of an infusion programmed with a vtbi of 55 ml on that date. An infusion was recorded on (B)(6) 2017 with a vtbi of 55 ml. The pump module completed the infusion as programmed with a call back alarm and not a kvo mode alarm. The volume infused was appropriately recorded to be 55 ml. Testing and inspection of the pump module revealed no malfunctions and rate accuracy test results were within specification. The root cause for the reported volume infused discrepancy reported in the iaware interoperability versus the programmed vtbi could not be identified.

Event description:
The customer reported that the device was programmed to infuse 55 ml of unspecified fluids however the facility iaware interoperability showed 100 ml was delivered. There was no report of patient harm.